Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed the reported image error (green/purple image) and traced the failure back to a defective r-unit. Therefore, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure the video telescope displayed a green/purple image. No further information was provided but there was no report about an adverse event or patient injury.